Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and decreased sensing. Fluoroscopy imaging showed that the lead was out of slack. The lead was repositioned successfully on (B)(6) 2022. The patient condition was stable post-procedure.